Event description:
It was reported that during a dialysis declot graft procedure (off-label use), and while pulling the catheter back through a 6fr introducer sheath, the distal balloon tip got stuck in the sheath and the catheter shaft broke proximal to the balloon. The entire system with the distal balloon tip within the sheath was pulled out as a single unit. A competitor's product was used to complete the procedure without further complications being reported.